Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and found no geometry available. After reviewing log file fse found timing synchronization issue between the geo pc and the lateral fdc. The cause of the geo pc failure determined by the supplier's part analysis. Upon troubleshooting fse suspected that the issue caused due to geo pc and the lateral fdc. To resolve the issue, fse replaced geometry pc, and geometry software was reloaded. After geometry pc replacement, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movement was unavailable. There was no reported patient or user harm. Philips has started an investigation of this complaint